Manufacturer narrative:
A medtronic representative, following up with the site, reported that the 15a fuse (f3) on the motion control pcb was blown. The medtronic representative replaced the fuse on the board but reported this did not resolve the issue. The medtronic representative tested the motion control board and observed the relay on the board appeared to be damaged. After the replacement of the motion control board the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended after replacement of the control board.

Event description:
A site representative reported that after powering on the imaging system, the system would not respond to any motion control. The site representative reported the system would not move. There was no patient present when this issue was identified.